Event description:
Pt experienced symptoms of a very sore throat, burning sinuses, watery eyes, and headache after being exposed to disinfectant solution that was heated to 134 degrees f in a scope reprocessor that malfunctioned. No treatment was sought.